Event description:
The customer reported lift column would not go up or down. This incident occurred prior to pain management case. There was pt involvement. Pt was moved to another room and case completed with another c-arm. Tech reported there was approx a 15 minute delay.